Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was confirmed due to an intermittent connection on the trunk cable, causing the belt to communicate on intermittent power cycles. The root cause for the intermittent connection was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204 (belt/monitor unusable).